Event description:
It was reported the patient presented for implant procedure. During the procedure, it was discovered the lead exhibited high capture thresholds. The physician elected to complete the procedure with a different lead. The patient was in stable condition.